Event description:
It was reported that this patient experienced ventricular tachycardia (vt). This implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and one 41 joule shock. After the shock, the patient's rhythm accelerated to ventricular fibrillation (vf). The next seven shocks failed to convert the rhythm and therapy was exhausted. This patient was hospitalized and required external defibrillation. Technical services (ts) analyzed device episode data and recommended a dual coil tachy lead. It was noted that defibrillation threshold (dft) test was performed successfully. No additional adverse patient effects were reported. Currently, this ICD remains in service.

Event description:
It was reported that this patient experienced ventricular tachycardia (vt). This implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and one 41 joule shock. After the shock, the patient's rhythm accelerated to ventricular fibrillation (vf). The next seven shocks failed to convert the rhythm and therapy was exhausted. This patient was hospitalized and required external defibrillation. Technical services (ts) analyzed device episode data and recommended a dual coil tachy lead. It was noted that defibrillation threshold (dft) test was performed successfully. No additional adverse patient effects were reported. Currently, this ICD remains in service.

Manufacturer narrative:
After medical review it was determined to add code for life-threatening event that required external intervention.